Manufacturer narrative:
Final findings per mah report: after the operation on (B)(6) 2021, infection symptoms were observed, and the progress was observed by the administration of antibiotics. Initially, the implant was scheduled to be removed by reoperation, but the antibiotics showed an improvement in the symptoms, and the reoperation was canceled once. On (B)(6) 2021, the patient's symptoms had recovered and no reoperation was performed.

Event description:
Infection.

Manufacturer narrative:
Device not returned. Additional DHR performed environmental and bioburden testing were completed and all per spec. Sterilization cycle was reviewed and found to be conforming. Biological indicators were tested at nelson labs and show no growth. No issues were found in the manufacture, environmental or bioburden testing related to implant sn (B)(6).